Event description:
Resident was being returned to room following whirlpool. He was in whirlpool chair w/ two cna's in attendance when he fell on left side of head from whirlpool chair. Found by this nurse on left side in fetal position in floor. Bleeding from 1" gaping wound left forehead. Area swelling pressure and ice applied. Dr. Notified. Three suturesinvalid data - regarding single use labeling of device. Patient medical status prior to event: fair condition. There was not multiple patient involvement.invalid data - on device service/maintenance. No data - regarding date last serviced. Service provided by: invalid data. Invalid data - service records availability. No imminent hazard to public health claimed. Device used as labeled/intended.device was evaluated after the event. Method of evaluation: actual device involved in incident was evaluated, visual examination. Results of evaluation: none or unknown. Conclusion: device failure directly caused event. Certainty of device as cause of or contributor to event: yes. Corrective actions: device temporarily removed from service, user education provided, inserviced by manufacturer/distributor representative. Invalid data - on device destroyed/disposed of status.